Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. However, two electronic photos were provided for review. The photos show a set of peeled sheaths along with the valve cap attached. The valve caps were noted to be unevenly broken. According to manufacturing site evaluation, a closer look showed a slight uneven separation in the top caps. Therefore, the investigation is confirmed for the reported difficult to delayed separation issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, when seperating the break away sheath, it allegedly would not break or seperate. Reportedly, the physician had to cut it with scissors to get it to seperate. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 06/2025) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a port placement procedure, when seperating the break away sheath, it allegedly would not break or seperate. Reportedly, the physician had to cut it with scissors to get it to seperate. There was no reported patient injury.